Event description:
No additional information.

Manufacturer narrative:
Investigation results: the reported defect could not be refuted nor confirmed in the absence of a sample. The root cause cannot be determined for an unconfirmed defect. A complaint history review cannot be performed since the batch number is unknown for this complaint. A device history review cannot be performed since the batch number is unknown for this complaint. A review of the applicable risk documents indicates that the potential risk of the reported event was assessed appropriately in the risk management documentation.

Manufacturer narrative:
The complaint of a split in the extension tube was confirmed; however, the root cause could not be determined. One 20g nexiva IV catheter was returned for investigation. The extension tubing had ballooned and split. The wall thickness of the tubing was found to be within specification. Over pressurization may have been a contributing factor; however, the reported pressure during use was within the acceptable limit. Although the root cause could not be determined, the complaint has been documented and will continue to be monitored as part of ongoing efforts to identify potential manufacturing related issues. A review of our risk management documentation was performed and indicates that the potential risk of the reported event was assessed appropriately.

Event description:
No new information.

Manufacturer narrative:
H.3. A follow up MDR will be submitted if additional information, a device evaluation, or a device history review is completed.

Event description:
Cannula inserted and flushed as per protocol. CT contrast omnipaque 350 (from the warmer) was introduced at 300psi and 3ml/sec. The extension set blew apart (split) so contrast was stopped and canula removed. Minor delay in treatment due to another cannula being placed.